Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck- vagina [foreign body in reproductive tract]. Stuck to insides- tampon [product adhesion issue]. Tampons leak [device ineffective]. Case description: consumer stated on social media that the tampons stuck to her insides, and they leak. No serious injury was reported.